Event description:
It was reported that this was a closure using a proglide and prostyle device related to an abdominal aortic aneurysm procedure. Reportedly, both devices experienced suture thread failures requiring the use of additional material [device]. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
Subsequent to the previously filed report, returned device analysis noted the white markings at the guide wire exit port to be partially peeled. No additional information was provided

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to fire was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The failure to fire does not align with the condition of the device. No issues were observed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.